Event description:
Device 1 of 2. Reference MFR report#1627487-2016-02676. Follow-up identified surgery took place during which time the right side lead was explanted and replaced. Postoperative programming is pending.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-02976. It was reported the patient experienced leg pain with stimulation on. Per the physician's suggestion, stimulation was turned off for a few days during which time the issue resolved. Reportedly, a CT scan was order as the next course of action. Subsequently, surgical intervention may be undertaken to address the issue.